Manufacturer narrative:
(Would not bow). The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event cannot be determined.

Event description:
During the procedure, the hydratome rx sphincterotome would not bow. There was no reported clinical consequence to the pt.